Event description:
Vent alarmed device failure. Patient was removed from the vent and bagged and then placed on new vent.what was the original intended procedure?life support.device #1is this a laboratory device or laboratory test?no.